Event description:
The patient was hospitalized five times for increased spasticity. A catheter contrast study was performed and it revealed no problem. Pump logs were reviewed and it was decided that the pump was the issue. Hcp explanted pump and catheter and returned them to manufacturer for analysis. Hcp stated that when the back incision was made, it was noted there was csf leakage at the connection of the two piece catheter. There was also fluid in the pump pocket.